Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. The customer attempted to deliver a bolus in an effort to troubleshoot and no insulin was delivered. There was no reported impact to customer's blood glucose level. Customer stated that a different pump would be used for diabetes management.

Manufacturer narrative:
(B)(4).